Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2015, the patient fell in the park. There was only slight swelling and grazing on top of the implant housing. During an implant check the following day, on (B)(6) there was no swelling but in-situ measurements showed all electrode channels with status hi. The patient is to be re-implanted but no date has been scheduled.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
It was reported that on (B)(6) 2015, the patient fell in the park. There was only slight swelling and grazing on top of the implant housing.